Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a stent placement procedure in the ureter. The event date was not reported. During preparation, it was noted that the contour vl ureteral stent was found separated. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter state: (B)(6). Medical device code a0401 captures the reportable event of stent shaft broken. The returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the bladder pig tail torn and drag marks noted in the device. No other problems with the device were noted. The reported event of stent shaft break was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has the bladder pig tail torn and drag marks noted in the device. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the torn and drag marks observed. Consequently, affect the performance of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a stent placement procedure in the ureter. The event date was not reported. During preparation, it was noted that the contour vl ureteral stent was found separated. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.